Event description:
Patient was to receive flouro image from c-arm to further identify surgical site. C-arm would not fluro even after reboot. C-arm was switched potentially causing harm in delay of surgery. No patient harm.what was the original intended procedure?not known.device #1is this a laboratory device or laboratory test?no.